Manufacturer narrative:
Suspect medical device: exact rpn of complaint device is unknown but the article reports that the iliacs were ¿sealed distally with bilateral 24mm iliac limb extensions¿. Concomitant products: cook zenith low-profile main body device. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook zenith limb didn't create an adequate seal and resulted in a type 1b endoleak that had to be treated in an additional procedure. In 2013, a patient was treated during an evar with a cook zenith low-profile main body device and 2 cook zenith limbs. On the day of the procedure, the main body graft was landed lower than anticipated and an cook zenith low-profile main body extension was implanted. Follow up computed tomography imaging found that the aneurysm sack continues to grow, thought to be the results of a type 1b or type 2 endoleak. The patient underwent an additional procedure in which a competitor's limb was used to extended into the left external iliac artery, and the inferior mesenteric artery was coiled. The aneurysm sac continued to expand and the physician thought the cause was either a type 1a endoleak as a result of a dilated neck causing graft migration, or a type 1b endoleak as a result of a dilated right common iliac artery. The type 1a endoleak is addressed in another complaint with no MDR reports; please note the zenith low profile devices are not sold in the us and there are no similar devices that are sold in the us. The patient underwent an additional procedure in which a body extension and a zenith branch endovascular graft-iliac bifurcation device were implanted. The final run showed no evidence of endoleak. Additional information has been requested regarding patient and event details but is currently unavailable. No other adverse effects have been reported due to this incident.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
H6 ¿ method code: (4114) device not returned. Investigation ¿ evaluation: the complaint facility townsville hospital informed cook on 23feb2020 of an incident involving an unknown cook zenith graft from an unknown lot. A type 1b endoleak was noted during an endovascular aneurysm repair procedure on an unknown date. Communication with the user facility clarified that there was not further evidence of an endoleak after the implantation of the iliac bifurcated device (ibd) and that the aneurysm sac is smaller. The patient reportedly required an additional procedure to resolve the growing aneurysm, no additional harm was reported. A review of the drawing, instructions for use (IFU) and quality control of the device, as well as a visual inspection of imaging provided and an interview of personnel, was conducted during the investigation. The complaint device was not returned for evaluation. However, imaging was provided and sent for expert review. In the review of the provided imaging, the reviewer did not confirm the reported type 1b endoleak; however, the CT image was taken after the endoleak was resolved and no further aneurysm growth was noted. The image reviewer instead states that the type 1b endoleak is supported by the reported shrinkage of the aneurysm after the implantation of the iliac bifurcated device (ibd). Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place tp identify this failure mode prior to distribution. A review of the design history file (dhf) found that the affected product is safe and effective for its intended use. A review of the device history record (DHR) could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.3 pre-procedure measurement techniques and imaging diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. 12.2 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Based on the information provided, inspection of the imaging provided, and the results of the investigation, a definitive cause for the endoleak was established. Endoleaks are a known inherent risk of these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 17mar2020. The doctor has stated that the patient is doing well after implantation of the "ibd" (internal branched device). There is no longer an endoleak and the aneurysm sac has shrunk in size.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.